Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were received by our quality team for evaluation. From the photos, foreign matter was observed on the syringe barrel tip. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as no samples were received to determine the foreign matter type, the root cause could not be determined. Rationale: no CAPA rationale: the complaint trend will be continued to be tracked and monitored.

Event description:
It was reported that syringe 1ml ls tuberculin had foreign matter. The following information was provided by the initial reporter: at the administration customer's client has found some color (black) near the nozzle of the syringe.